Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was hospitalized due to hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at time of incident. Customer stated that the current blood glucose value was unknown. Customer stated that they triggered urinary tract infection and it was not insulin pump's fault. Customer stated that the symptoms they expressed may be indicative of the possible onset of diabetic ketoacidosis. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.